Event description:
Procedure: colon resection. According to the reporter: the surgeon performed a colon bypass to relieve an obstruction. He used an endo gia 3.5 60mm stapler intraoperatively the anastomosis appeared to be intact and staples were formed. Five days postoperatively, a cat scan revealed a possible leak. The surgeon reoperated and found stool leaking from the anastomosis. The staples appeared to be formed correctly but the anastomosis was not intact. The surgeon diverted and performed an ostomy. The surgeon is not sure if this was a result of the stapler or the pt's condition.